Event description:
The customer contact reported the device alarmed with a s33 (over temperature) alarm malfunction code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 alarm malfunction code was noted in the device history. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (over temperature) alarm malfunction code was noted in the device history, but was not duplicated during testing. This probable cause of the s233 was due to a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.